Event description:
During a shoulder arthroscopy the tip borke off inside the patient. The or manager indicated that the only information she has is that the broken portion remains in the patient's tissue.